Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis is not released from the start of the procedure. Use of another brand of prosthesis. "As per cc form": after a spincterotomy, the doctor tried to place the evolution biliary stent. But unfortunately, the stent never came out of its sheath? Th nurse get used to place the stent and didn't understand what happened. They removed it and place a wallflex from (B)(6) instead. What endoscope type and channel size was used? Duodenoscope olympus tjf-q-190 v. What was the position of the elevator? Closed. Details of the wire guide used (diameter, type, make)? 0.035¿¿ 260 cm jaguwire. Please advise the anatomical location of the intended target site. Lower bile duct tumor were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. What was the length and diameter of the stricture? I don¿t know. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? N/a. Are images of the device or procedure available? No. Please confirm if the device will be returned for investigation. Yes.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2292865 involved in this complaint was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28th of jul 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in the deploy position. Red shuttle before the ponr. Safety wire not returned. Stent returned within the delivery system. Kink observed on inner catheter and break observed on outer sheath at approx. 31.5cm from white tip (ruler ipe-0938-2 calibration due (B)(4) 2033) functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2292865. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. "Under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during attempted deployment. It is likely that the elevator being in a closed position would have caused the catheter to kink, continued attempts to deploy may have led to a build up of pressure at the kink resulting in the break in the catheter, subsequently the stent could not be deployed. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the customer reported they were unable to deploy the stent. A definitive root cause was attributed to use error due to the elevator being in a closed position during deployments. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental correction report is being submitted following a review of this complaint file to update the root cause use error due to elevator being close on 19-aug-2025.

Event description:
Supplemental correction report is being submitted following a review of this complaint file (user error: physician/assistant fails to open elevator) on 14-jul-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2292865 involved in this complaint was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 28th of jul 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in the deploy position. Red shuttle before the ponr. Safety wire not returned. Stent returned within the delivery system. Kink observed on inner catheter and break observed on outer sheath at approx. 31.5cm from white tip (ruler ipe-0938-2) functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2292865. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿with elevator open, advance device until endoscopically visualized exiting duodenoscope¿. "Under fluoroscopic guidance, with elevator open, continue to advance the device in short increments until the stent is fluoroscopically visualized through the stricture." There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The user has not complied with the requirements of the IFU/label. From the additional questions, it is known that the elevator on the endoscope was in a closed position during attempted deployment. It is likely that the elevator being in a closed position would have caused the catheter to kink, continued attempts to deploy may have led to a build up of pressure at the kink resulting in the break in the catheter, subsequently the stent could not be deployed. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the customer reported they were unable to deploy the stent. A definitive root cause was attributed to use error due to the use on a non-recommended size wire guide. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on visual and/or functional inspection.